Event description:
Thirty-four year old patient seen at ll international heart institute for programming of pacemaker. Incident occurred in which there was an unexplained failure with the programming of the pacemaker. Pacing system resulted in lock in vvi mode and refused to communicate and closed its telemetry window. It then refused to respond to "return to standard" command. Pt experienced diaphragmatic pacing for one and a half hours. Programming was eventually successful. Company rep contacted - he referred dto technical services. Company came out for meeting on 11/3/92. Conclusion: unexplained failure with programmingdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: other. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted. Results of evaluation: computer software problem, telemetry failure, unanticipated adverse reaction - short term, programming failure. Conclusion: software/firmware contributed to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.